Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cancellous bone screw 6.5x30mm code 117230000 lot hm7102 q-ty 1 pc, during procedure half of cap of screw was broken. No patient harm.

Manufacturer narrative:
(B)(4). A single unopened package containing a bone screw was returned. The fractured screw associated with this report was not returned. The failure cannot be confirmed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.